Event description:
Customer reported a no delivery alarm. Advised customer to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify if the insulin exits the tubing. Customer stated the insulin did not exit. The blood glucose reading is 173 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.